Event description:
It was reported that a failure to stop rotation occurred. The target lesion was located in the coronary artery. A 1.75 mm rotapro burr was selected for use. During the procedure, it was noted that the burr was rotating inside the patient at the lesion and could not be stopped. The burr did not turn off despite multiple attempts, and it briefly turned itself back on twice with no one near the buttons. The device was set at 180,000 rpm in normal mode. The device was removed without using dynaglide. When it would not turn off, it was unplugged and safely removed from the body without any issues. The procedure was completed with another of the same device. There were no patient complications, and the patient fully recovered.